Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a pin hole in hub of the needle. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed. The needle hub has a molding short shot approximately 3/16" from the bottom of the needle hub. No other defects or imperfections were observed. Previous investigations have confirmed a short shot from the molding process. After analysis of the molding tool, it was determined possible wear of the stripper bushing could contributed to the defect. The stripper bushing was replaced february 2023. A device history record review was completed for provided material number 305167, lot 2228395. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. No adverse event or serious injury reported. Material # 305167; batch # 2228395. It was reported by customer that the pin hole in hub of bd precision glide needle allowing for leakage of medication during sterile compounding. Verbatim: rcc received a complaint via email. Pin hole in hub of bd precisionglide needle allowing for leakage of medication during sterile compounding. Occurred on three separate instances with needles from the same lot. Reference reports: mw5158145 and mw5158147.

Event description:
Material # 305167. Batch # 2228395. It was reported by customer that the pin hole in hub of bd precision glide needle allowing for leakage of medication during sterile compounding. Verbatim: rcc received a complaint via email. Email(s) attached. Pin hole in hub of bd precisionglide needle allowing for leakage of medication during sterile compounding. Occurred on three separate instances with needles from the same lot. Reference reports: mw5158145 and mw5158147.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.